Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ug4j, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was implanted for fecal incontinence and gastrointestinal/ pelvic floor issues. The consumer reported that she went to (B)(6) on (B)(6) 2015 to shop, turned the stimulator off, left, and did not have a successful attempt at turning the device back on. It kept showing the poor communication screen. The area of the surgery was swollen and nothing that they tried together worked, so she left it off. On (B)(6) 2015 the patient was able to turn the device back on with assistance from a manufacturing representative and everything was fine. It was noted that the patient was given instructions after surgery but that she did not remember everything. The patient had no accidents since implant. The patient had been back several times to (B)(6) without different results. She was okay.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they tried everything using the antenna and could not get the program to pull up. The patient was pleased with the therapy, noting there ¿may be¿ 2 small accidents since implant. No report of bleeding from the prolapsed rectum. On (B)(6) 2015 at the health care provider¿s office, the antenna was plugged in and the program came in just fine. The therapy gave the patient enough alert in time to go to the bathroom.